Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indicated the patient died approximately eight months post implantable pulse generator (ipg). Additional information received indicated the last interrogation of the device the clinic had showed normal function on day of implant. A cause has been requested and not received.